Event description:
The customer reported to olympus that the evis lucera colonovideoscope had poor air/water supply. This issue was observed during an unspecified diagnostic procedure. There were no reports of patient harm associated with this event. The subject device was subsequently returned to olympus and evaluated. The evaluation discovered that foreign matter was clogging in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The evaluation also identified the following faults with the device: the angle wire was worn/scratched and did not bend in the up direction according to specifications, this was also the case it the up/down knobs, the adhesive on the rubber of the insertion section was chipped by physicals stress, the endoscope connector had become dirty from water invasion and lastly, the sw1 switch was scratched. The investigation is ongoing and a supplemental report will be submitted when the investigation is completed or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.¿ olympus will continue to monitor field performance for this device.